Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the 2.75x12mm omega stent was opened and prepped for use, it was noted that the stent struts were not properly stuck on the balloon. The device was exchanged and the procedure was completed with a different device. As there was no contact with the patient, no complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).